Manufacturer narrative:
Date received by manufacturer: 09sep2019. Report date: 10sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse confirmed an error code in the units logs that is associated with the alleged issue. The fse replaced the power switch overlay to address the reported issue. After this repair, periodic maintenance was completed and no other abnormalities were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the sound silence button was not displayed, and the check vent light emitting diode (led) failure occurred. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the sound silence button was not displayed, and the check vent light emitting diode (led) failure occurred. There was no patient involvement.